Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received a photograph of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that the guidewire tip of the vizigo was tied in the cardiac cavity. Timing when complaints occurred was timing of placement of the sheath into the cardiac cavity. As they were able to pull the dilator to the outside of the patient¿s body, vizigo was removed, and the procedure was continued. The procedure was completed without patient's consequence. There was no damage occurred on the vizigo sheath introducer itself. Only a knot formed at the tip of the guide wire. There was no internal sheath mechanism exposed and tip was not rough or non-slippery. No damage on the electrodes. No excessive manipulation was required. Stuck guidewire is MDR-reportable.

Manufacturer narrative:
On 30-mar-2023, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that the guidewire tip of the vizigo was tied in the cardiac cavity. Timing when complaints occurred was timing of placement of the sheath into the cardiac cavity. As they were able to pull the dilator to the outside of the patient¿s body, vizigo was removed, and the procedure was continued. The procedure was completed without patient's consequence. Device evaluation details: visual analysis revealed that the guidewire was tied. The damage observed could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. A device history review was performed for the finished device 00002152 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The instructions for use contain the following recommendation: during insertion over the guidewire, use caution not to create excessive bends in this device. This may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-mar-2023, the photo analysis was completed. On 15-mar-2023, the bwi product analysis lab received the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip of the guidewire was observed with a knotted/tied condition, this condition is related to the customer complaint. Device history record evaluation was performed for the finished device 00002152 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).